Event description:
It was reported that the procedure was to treat a 90% stenosed mid and proximal left anterior descending artery. Pre-dilatation was performed and a 3.0 x 38 mm xience prime was deployed in the distal portion of the lesion and a 3.5 x 33 mm xience prime was deployed in the proximal portion of the lesion when a dissection occurred at the proximal end of the stent implant. A 3.5 x 18 mm xience prime was deployed to successfully seal the dissection. When angiography was performed, a dissection was observed in the left main. A 3.5 x 12 mm xience prime was advanced to the left main; however, when negative pressure was applied prior to pressurizing, blood came back into the inflation lumen. The catheter was removed and a new 3.5 x 12 mm xience prime was deployed to seal the dissection and complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion blue; guide cath: heartrail ii. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional xience prime is being filed under a separate manufacturing report number.